Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or manufacturing deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process issue or product defect. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.

Event description:
The customer's bg levels were "running high" while wearing this pod. His levels had gradually increased from 86mg/dl after applying the pod in the evening to a high of 286mg/dl by the following afternoon. (There is no indication that any correction boluses had been administered during this time.) No specific device failure mode was noted. The pod was immediately changed after the high bg level was experienced and will be returned for evaluation.